Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/23/2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/29/2016. The device has been returned and evaluated by product analysis on 08/19/2016 with the following findings. Investigators were unable to investigate the complaint of dim and faded display because the display was blank. The pump was opened up and the display was found to be cracked. A test display was able to work properly. Unrelated to the original complaint, a crack was noted to the pump case. Corrosion was found on the printed circuit board and the battery housing. No moisture was present in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.